Event description:
The customer called reporting that they were receiving error 4 messages and noted the low battery icon was displayed as well. The device has been rec'd and, during the course of investigation, was discovered to have suffered the memory overwrite malfunction. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. The 0300, 0204, 0800 errors were found in error log. E3 errors with low battery icon were observed. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.